Event description:
It was reported that a polaris ultra ureteral stent was implanted into a patient during a flexible ureteroscopic lithotripsy procedure in the kidney. Two weeks following the procedure, it was found that the stent was fractured in the middle part and was left in the patient's body. The fractured piece was removed and another of the same device successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: investigation analysis: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "stent shaft break" was defined in the risk documentation. Based on the results of the device evaluation, an investigation conclusion code of unable to exclude device problem was assigned to this investigation.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a polaris ultra ureteral stent was implanted into a patient during a flexible ureteroscopic lithotripsy procedure in the kidney. Two weeks following the procedure, it was found that the stent was fractured in the middle part and was left in the patient's body. The fractured piece was removed and another of the same device successfully completed the procedure. There were no patient complications reported as a result of this event.